Event description:
Re: 18 gauge x 2 1/2 inch (6.55 cm) radiopaque fep catheter over 20 gauge introducer needle. The over the needle catheter was noted to be separated from the hub upon inital visual inspection. Had this not been noted and the product used on the pt. The outcome would have almost inevitably been catastrophic.